Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the lead was unable to be placed properly. The lead was not implanted. The patient was fit and healthy.

Manufacturer narrative:
Analysis was normal. No anomalies were found.